Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s weight was approximately (B)(6), the patient was pretty fit. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned the manufacturer for analysis on (B)(4) 2017. It was indicated the patient was not in a clinical study, the device had been used with/in the patient for treatment, and there had not been a patient death or injury. It was also reported the patient recovered without sequela after the device was removed. The reason for the pump removal was due to a motor stall. The reason for the catheter removal was not provided. There had not been any rotor or dye studies.

Manufacturer narrative:
Result code (B)(4) no longer applies. Result code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Although the patient's weight was noted to be approximately (B)(6)pounds, the patient's exact weight was unknown. Previous entry of (B)(6)lbs does not apply. Information references the main component of the system and other applicable components are: product ID 8709sc (B)(4) product type catheter. The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The catheter was returned, and analysis found circular coring in the bottom of the cup of the sc connector. The shape of the coring was consistent with the tip of the connector on the pump. Analysis found coring-tears-cuts in seal (meeting leak criteria per ndhf1162-113599. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a company representative regarding a patient receiving compounded baclofen (1500 mcg/ml at 291.0 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation at a normal pump refill visit. The patient had not recently had an MRI. The pump status and/or event logs indicated a motor stall occurred (B)(6) 2017 and it was active. The patient had no symptoms at this point. Additional information was received later the same day and it was reported that the pump was replaced. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. The patient¿s status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.